Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the extravascular (ev) lead system, initial defibrillation threshold (dft) testing was unsuccessful, and the operator decided to reposition the system. Additional dft testing was attempted after repositioning, and the first shock aborted due to undersensing around charge end. It was noted that the amplitude of the ventricular fibrillation (vf) was getting smaller, which resulted in the undersensing. It was indicated that the second shock and a manual internal shock both failed. The rhythm finally terminated with an external shock. No further patient complications have been reported as a result of this event.